Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2025, the patient experienced symptoms of nausea, vomiting, and general malaise. According to a report received via the insulet customer service team, the patient had recently inserted a dexcom cgm sensor in the abdominal area. During this episode, the cgm displayed a ¿low¿ glucose reading, while a concurrent fingerstick test performed in the emergency department (ed) showed a critically high blood glucose level of 1900 mg/dl, indicating a significant discrepancy between the cgm and actual blood glucose levels. The patient was treated in the ed with intravenous fluids, insulin, and anti-nausea medication (specific medications not documented). She was hospitalized for three days and discharged in improved condition. At the time of this report, the patient is reported to be stable and feeling well. Of note, the patient uses insulet omnipod5 in modified closed loop. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.